Event description:
It was reported that shaft separation occurred requiring additional intervention. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right lower limb artery. A 2mm x 40mm x 145cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon was unable to cross due to the calcified lesion and it appeared that something became stuck, which caused the balloon to tear. As a result, the balloon and shaft separated inside the patient. The separated fragments were surgically removed from the body. Following the surgery, blood flow to the lower extremities was present, however, the pre-existing calcified lesion remained unresolved. The procedure could not be completed due to this event. No adverse patient effects were reported as a result of this event.